Event description:
After an implantation period of approx. 49 months oversensing was reported. Due to a suspected lead damage the lead was capped and replaced. A portion of the lead was returned to biotronik.

Manufacturer narrative:
The lead complained about had been cut through 23 cm distal of the df4 connector pin. Only the proximal lead fragment was returned for analysis. The analysis showed multiple signs of abrasion at the lead fragment. Especially 22.5 cm distal of the df4 connector pin, the insulation was damaged due to fraying. In this area, the rope conductor to the svc shock coil showed a conductor fracture. The position and kind of the fraying incidences are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction. Since the distal fragment was not available for analysis, no further examinations were possible. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.